Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient had a controller with a faulty power inlet causing the controller to "fall out black". Multiple batteries were tested with the same result. A controller exchanged was performed. The controller was returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event. Evaluation of the controller revealed the device passed visual and functional testing. Controller was able to start and run the motor fixture from both power ports as intended. System testing did not indicate any abnormal operation of the controller. The root cause of the reported "poor mechanical connection" event cannot be conclusively determined. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported form (B)(6) that this male patient had a controller with a faulty power inlet causing the controller to "fall out black". Multiple batteries were tested with the same result. The facility performed a controller exchange, removed the controller from service and provided the patient with a replacement device. The controller was returned to the manufacturer for evaluation. The site also reported that they have previously exchanged two controllers for this patient. There was no reported patient injury as a result of this event.